Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the right atrial (ra) lead was difficult to implant. The patient had challenging anatomy, however, it was difficult to the obtain acceptable threshold and sensing values. The lead became dislodged while trying to insert the stylet. A new style was used to successfully implant the ra lead. The patient was in stable condition.